Manufacturer narrative:
The complaint was received as part of a customer satisfaction survey and no additional information including the actual date of the incident was able to be obtained from the customer. The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was provided. A review of complaint trends reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
A (B)(6) test with the alere determine hiv 1/2 ag/ab combo was reported via a customer survey on a patient with known (B)(6). There is insufficient information to determine if a malfunction occurred. The date of occurence was not provided and no lot number was provided. No additional information was able to be obtained from the customer. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).